Event description:
It was reported that the screen of the external pulse generator was obstructed by insulation beneath the screen and also that the battery door would not open easily. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was obstructed by insulation and that the battery drawer would not open easily , the display gasket was seeping and the battery drawer was contaminated. Analysis also found that the upper and lower cases, liquid crystal display lens, side bail covers and ring cover were broken, that the battery release was contaminated, the battery contacts were compressed and contaminated, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).